Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-05167 thru 1221359-2022-05173.

Event description:
The customer reported seven (7) false positive results with the ID now covid-19 performed between (B)(6) 2022 and (B)(6) 2022 nasopharyngeal samples. This MFR. Report addresses patient results one (1) of seven (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab. Repeat testing was performed on (B)(6) 2022 generating a negative result. Pcr confirmation testing was also performed generated negative results. Although requested, no additional information, regarding patient treatment or outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1087274 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087274 and test base part number 190-430 / lot 1087274. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087274 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.